Manufacturer narrative:
The review of the images: crrid extend I lot dp043 : 0 strip 1 well 1=1 ( donor homozygous for c ) the review of the image appears light pink halo in the background; 0 strip 1 well 2=0 ( donor homozygous for c ) the review of the image appears light pink halo in the background; 0 strip 1 well 3=1( donor homozygous for c ) the review of the image appears light pink halo in the background; 0 strip 1 well 4=2( donor homozygous for c ) the review of the image appears light pink halo in the background; 0 strip 1 well 5=1( donor homozygous for c ) the review of the image appears light pink halo in the background; 0 strip 1 well 6=1( donor homozygous for c ) the review of the image appears light pink halo in the background; 0 strip 1 well 7=2( donor homozygous for c ) the review of the image appears light pink halo in the background; 0 strip 1 well 8=0 ( donor negative for c); 0 strip 2 well 9=0 ( donor negative for c); 0 strip 2 well 10=0 ( donor negative for c); 0 strip 2 well 11=0 ( donor negative for c); 0 strip 2 well 12=0 ( donor negative for c); 0 strip 2 well 13=0 ( donor negative for c); 0 strip 2 well 14=0 ( donor negative for c); 4+ strip 2 well 15=100 positive qc reacted as expected; 0 strip 2 well 16=0 negative qc reacted as expected; a service call was made. Checked and cleaned instrument. Performed unexpected checklist, no out of specification values or conditions found performed daily maintenance, passed. Performed group screen qc, passed. Instrument was found to be performing within specifications.

Event description:
Customer reported an unexpected negative result when tested a sample with capture-r ready-ID (crrid) extend I on the echo. The sample had a known anti-c.